Event description:
It was reported to medtronic that when the foot pedal was plugged in, the drill would run. This issue was identified during pre-op. There was no reported patient impact.

Manufacturer narrative:
(B)(4): the complaint device was returned for evaluation. The footswitch was confirmed to not be working properly. The cable was shorted out. The cable was replaced. The device was then tested and met all manufacturing specifications.